Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd emerald¿ syringe, luer slip centric tip leaked. No serous injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd has been provided with a picture of the affected sample. The evaluation of the picture presented a leakage between tip of the syringe and the hub of the needle. Bd confirms the reported issue. DHR review for lot # 1807277: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2013 (july 29th ¿ august 1st, 2018). Syringes were assembled in machine, nº4219, nº4218, and nº4207, in lot #8204672 (july 23rd ¿ 30th, 2018), lot #8211653 (july 30th - august 2nd, 2018), lot #8197931 (july 18th ¿ 23rd, 2018) and lot #8148570 (may 28th - june 4th, 2018). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #8205935, #8198685, #8185539, #8212968, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #8205937, #8198688, #8142771, #8212969, and no problems, defects or qn related to the reported issue were found. Based on the nonconformance description, bd believes that the issue could be related with some ineffective luer slip fitting between the needle and the syringe tip. This could also be because of a defective luer dimensions or any damage in the product. The exact root cause for this issue is not possible to be determine without the actual sample available. In addition, this could also be related with the engagement force if the user applies very low force. Bd can ensure that the probability of finding this kind of defect is isolated and any recurrence is unlikely. Since review of syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that bd emerald¿ syringe, luer slip centric tip leaked. No serous injury or medical intervention was reported.